Event description:
A medtronic representative reported synergy cranial 2.2 had run slow during a training session. He had loaded a single MRI, and he built one tumor shell model. He went back from the registration to plan where he changed the transparency of the shell model to show the tumor. At this point, the software starting to run slower and he was having difficulties rotating the 3d model. He changed the transparency back to opaque and the model would not rotate at all. The rep exited the software, relaunched the software and he had no additional issues. No patient was present at the time of the reported event.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The initial report was received on (B)(4) 2011 and found to be a non-reportable malfunction based on the information available. On 08/09/2012, new information was available during a cross-functional software engineering review meeting that the incident had the potential to recur during therapy, and therefore the decision was changed to a reportable malfunction. The software investigation was completed and found to be related to system performance. The medtronic rep confirmed that multiple patients were selected without exiting software. This issue will be continually monitored in a medtronic software anomaly tracking database.